Event description:
Device 1 of 3. Ref MFR report # 1627487-2012-06664. Ref MFR report # 1627487-2012-06665. It was reported the pt had not received coverage like he did during the trial period. As a result, the pt's scs system was explanted and replaced. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.